Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if there was any change in the post-operative care of the patient? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a longo procedure, at the stapling, the cutting was incomplete and non circular. More than a half of the circumference was cut and non stapled. Clinical consequences: per operative bleeding, risk of an anal stenosis because of a second stapling was needed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you please clarify what was meant by ¿back to the block?¿ the surgeon operated again the patient (back to the operating room). Was an additional surgical procedure required? Yes. What is the surgeon¿s experience with the pph procedure? According to the sales rep, the surgeon uses the device properly. The following information was requested, but unavailable: what was done to address the hemorrhage in the night? Were 2 pph devices used in the initial procedure? What was the grade of hemorrhoids? What was the location of the hemorrhoids; isolated on one side or circumferential? Was device difficult to close? Was the device difficult to fire? Was a complete transection of the cutting washer confirmed? What was the lot or batch number of the device? What is the current patient status?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify if there was any change in the post-operative care of the patient? Were there any patient consequences? If yes, please describe. Response: in the immediate consequences, the patient was back to the block for hemorrhage in the night. After that for the moment there have been no incident. The risk is the recurrence of his hemorrhoids attacks due to a non optimal treatment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the patient was back to the block for hemorrhage in the night.¿ can you please clarify what was meant by ¿back to the block?¿ was an additional surgical procedure required? What was done to address the hemorrhage in the night? Were 2 pph devices used in the initial procedure? What was the grade of hemorrhoids? What was the location of the hemorrhoids; isolated on one side or circumferential? What is the surgeon¿s experience with the pph procedure? Was device difficult to close? Was the device difficult to fire? Was a complete transection of the cutting washer confirmed? What was the lot or batch number of the device? What is the current patient status?